Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - constructs: dhs/dcs /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: osnes, e.k. Et al (2009), more postoperative femoral fractures with the gamma nail than the sliding screw plate in the treatment of trochanteric fractures, acta orthopaedica scandinavica, vol. 72 (3), pages 252-256 (norway). The aim of this study is to study whether the complication rate has declined since the gamma nail is still in use and recommended. During a two 1-year periods (may 1994 to april 1995 and may 1996 to april 1997), a total of 921 patients with a mean age of 82 years were included in the study. 542 of these patients (79% were female) were treated with sliding screw plate while 379 patients (80% were female) with gamma nail. Only 3 patients treated with ssp were implanted with a four-hole dynamic hip screws (dhs-synthes). The follow-up period ranged between 2 1/2 and 50 months. The mean follow-up period was unknown. The following complications were reported as follows: patient 6: a (B)(6) year-old patient had a postoperative sub-implant supracondylar fracture 15 cm from the implant 10 months postoperatively and underwent reoperation. The fracture seemed to have no relation to the previous implant and the trochanteric fracture, which had healed. Patient 7: an (B)(6) year-old patient had a postoperative peri-implant femoral fracture and underwent reoperation. Patient 8: an (B)(6) year-old patient had a postoperative peri-implant femoral fracture and underwent reoperation. This impacted product captures the reported (B)(6) year-old patient who had a postoperative peri-implant femoral fracture and underwent reoperation. This report is for an unknown synthes dynamic hip screw constructs. This report is 3 of 3 for (B)(4).